Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2021 and the absorbable strap was used. It was reported that it bounced right off the tissue and did not pierce the tissue, only the mesh. It was reported that the surgeon had appropriate pressure and approximation. It was reported that the surgery was delayed four minutes. It was reported that fragments were generated and removed easily without additional intervention. It was reported that the replacement had a different lot number. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/15/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H6 component code: g07002 - no device problem found. H3 evaluation: the analysis results found that one device was returned with no apparent damage in the external components. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. Complaint information will be included in the complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary.